Event description:
It was reported that stent damage occurred. The target lesion was 3.50mm in diameter and was calcified. A 32 x 3.50 promus premier drug-eluting stent was advanced but it failed to cross the lesion. During the procedure, it was noted that some force was applied which resulted in the stent struts being lifted. A 28 x 3.50 promus premier drug-eluting stent was advanced; however, the stent also failed to cross the lesion and the stent struts were lifted. The physician decided to use a stent with a smaller diameter of 3.0mm and completed the procedure. No patient complications were reported and the patient was in perfect condition. It was further reported that the target lesion was 95% stenosed with angulation of approximately 15 degrees, and was located in a moderately tortuous and moderately to severely calcified mid-segment diagonal artery (da).

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 3.50 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted and puled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was 3.50mm in diameter and was calcified. A 32 x 3.50 promus premier drug-eluting stent was advanced but it failed to cross the lesion. During the procedure, it was noted that some force was applied which resulted in the stent struts being lifted. A 28 x 3.50 promus premier drug-eluting stent was advanced; however, the stent also failed to cross the lesion and the stent struts were lifted. The physician decided to use a stent with a smaller diameter of 3.0mm and completed the procedure. No patient complications were reported and the patient was in perfect condition. It was further reported that the target lesion was 95% stenosed with angulation of approximately 15 degrees, and was located in a moderately tortuous and moderately to severely calcified mid-segment diagonal artery (da).

Event description:
It was reported that stent damage occurred. The target lesion was 3.50mm in diameter and was calcified. A 32 x 3.50 promus premier drug-eluting stent was advanced but it failed to cross the lesion. During the procedure, it was noted that some force was applied which resulted in the stent struts being lifted. A 28 x 3.50 promus premier drug-eluting stent was advanced; however, the stent also failed to cross the lesion and the stent struts were lifted. The physician decided to use a stent with a smaller diameter of 3.0mm and completed the procedure. No patient complications were reported and the patient was in perfect condition.